Event description:
It is reported that the pt is alleging harm cause by the device. However, the nature of the harm is unk at this time.

Manufacturer narrative:
Eval summary: the exact alleged deficiency is unk. Product info is not provided. Component compatibility is unk. Implant and explant dates are not provided, therefore, in-vivo time cannot be determined. Neither x-rays nor operative notes are returned for review. The component fit and orientation per the surgical technique is unk. With the info provided, a root cause analysis cannot be performed. Manufacturing documentation cannot be retrieved and reviewed. A complaint history against the manufacturing lots cannot be performed. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.